Manufacturer narrative:
(B)(4). The device did not pass the patency check due to a small hole in the catheter wall, about 6 cm away from the tip. It is unk how or when this damage occurred. The catheter met all specifications for tensile strength and ultimate elongation testing. The instructions for use that accompany the product caution that care should be taken in handling the product as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies.

Event description:
During the operation, when the doctor did the patency test, a leak in the ventricular catheter was found.